Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. Lenstec was unable to perform a more thorough investigation of this complaint as the lens was discarded at the facility. Furthermore, lenstec is unable to comment on the compatibility of the injector used. However, lenstec confirms that the lens, its design, and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating "the loop of the lens was broken when injecting during the surgery".